Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (date and duration not reported); however, the issue did not resolve. The patient underwent a surgical procedure to clean the implanted area (date not reported).

Manufacturer narrative:
This report is submitted on january 21, 2022.